Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman laa closure device was implanted approximately three (3) years ago. It was reported that a patient experienced a cardiac perforation. The patient was reported to have had problems ever since. No further information was provided.

Manufacturer narrative:
B3 date of event: event date estimated as 01/01/2023 as the event was reported to have occurred three (3) years ago. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.